Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a grey display screen which reverrts to a normal display screen every 15 minutes. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer uses the correct batteries and the pump has not been dropped in the water. The customer was advised that the pump will be replaced. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump was powered up properly after battery installation. No grey display or blank display noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The insulin pump was monitored for two days and no blank display, grey display, or additional display anomalies noted. The insulin pump was received with scratched case and pillowing keypad overlay.